Event description:
On (B)(6) 2014, cormatrix cardiovascular received details of an event involving the use of cormatrix ecm for carotid repair. Details of the event are provided below. It was reported that a (B)(6) year old male pt had a carotid endarterectomy angioplasty with cormatrix ecm for carotid repair on (B)(6) 2014. The ecm patch was soaked for approximately 1 minute, 30 seconds in saline and was then placed onto a sterile surgical towel prior to use. The surgeon indicated that the ecm had delaminated in a small area but continued to use and suture the patch into place. There were no procedural delays or other complications reported.

Manufacturer narrative:
The exact cause of the delamination is unk. No sample was returned for eval. The instructions for use for the cormatrix ecm for carotid repair states, "if delamination is observed, do not implant the cormatrix ecm".